Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty attaching a two-piece connector is inconclusive due to the returned state of the sample. One photograph of a groshong nxt two-piece connector was returned for evaluation. An initial visual observation of the photograph showed an unassembled two-piece connector with each piece held in gloved hands. No damage or usage residue could be seen on either piece of the connector. No catheter segments could be seen on or around the connector pieces. While the alleged event could not be confirmed from the returned photograph, possible causes of difficulty attaching a two-piece connector include premature activation of the internal compression sleeve, damage to the internal compression sleeve, and improper assembly of the catheter and/or two-piece connector. A lot history review (lhr) of redv1893 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported that the fitting of the extension tubing fell off and could not be stabilized. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redv1893 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported that the fitting of the extension tubing fell off and could not be stabilized. No other information was provided.